Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2014. Evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). During closing of the wall, the suture loses resistance, breaks and frays.